Event description:
The customer's mother stated that insulin leaked from the reservoir. The customer threw away the reservoir that leaked and, therefore, was unable to provide further info. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.